Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2 cubies were not detected on the bus. The field service engineer (fse) opened the back panel and confirmed that all indicator lights were correctly displaying on the pyxis module controller and controller boards. The device was powered down, and the back drawer cables were reseated. After rebooting the station, all cubies were detected. The customer tested the cubie inventory with positive results, and the unit was verified to be fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer attempted to reboot the device twice; however, the failed drawer message persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.